Event description:
Complainant alleged that while monitoring a (B)(6) female pt, the device's display backlight would not illuminate and the clinical info could not be seen. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.